Event description:
Customer reports to have received bad battery and weak battery alarms. Customer's blood glucose was 440 mg/dl, which were treated with manual injection. During failed battery test troubleshooting, it was found that customer did not have alkaline battery to continue troubleshooting. Customer was advised to replace lithium batteries with alkaline batteries and to monitor insulin pump. Customer was also advised that battery cap will be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).